Event description:
Patient presented to the hospital after receiving a patient alert. Upon interrogation, the device was found to be in reset mode. As such, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the device detected in hwvvi. The memory map indicated micro resets had occurred. The reason for the micro reset was parity errors. After removing the device from hwvvi, it functioned normally on the bench. The device was tested on the automated test system and was found to function normally. The cause of the parity errors could not be conclusively determined.